Manufacturer narrative:
Common device name) niu stent, superficial femoral artery, drug-eluting.

Event description:
According to the initial reporter: "issue a product complaint on behalf of dr. (B)(6) at (B)(6) tower (B)(4), who deployed a 7x80 zilver ptx stent to treat an external iliac after sizing with ivus and post dilated. He then tried to drive his sheath through the stent with the dilator in place and had the distal third of the zilver ptx stent fracture and embolize." Additional information provided states: it was (another manufacturer's) 7fr sheath the physician was using. The wire the physician was going over was a .014 (type unknown) - not a .035 wire. He took a 7x120 balloon and post-dilated the stent. Once ballooned the physician 're-ivused' to ensure that he had good wall apposition with the stent. Note: resistance was felt on the distal third of the device. The physician backed it up, twisted it, and re-advanced it. It was during this time when the physician noted it had separated. Note: the distal third that embolized, the physician re-ballooned the remaining portion (that is in the external iliac). The physician plans to monitor the patient from this point. Further information confirmed the following: 1. Are images of the procedure available ? Yes, both images are attached. 2. Was the device flushed before the procedure, as per IFU? N/a, yes, no. 3. Were there any issues with flushing of the device? N/a, yes, no. 4. Details of the access sheath used (name, fr size, length)? 7 fr x 45 or 55 cm sheath. 5. Details of the wire guide used (name, diameter, hydrophilic)? .035 most likely amplatz. 6. What approach was used to access the target site? Contralateral, ipsilateral, antegrade, retrograde, other please specify for other: ________________. 7. If contralateral, was the bifurcation angle steep? N/a, yes, no. 8. What was the target location for the stent? External iliac. 9. What artery was the stent placed in? Proximal sfa, mid sfa, distal sfa, at the ostium of the profunda, p1 (proximal popliteal), other please specify for other: external iliac stent embolized to bypass. 10. Was the wire guide removed from the patient prior to advancing the delivery system? N/a, yes, no. 11. If removed, was the wire guide wiped prior to advancement of the delivery system? N/a, yes, no. 12. Did the stent delivery system cross the target location? N/a,yes, no. 13. Was pre-dilation performed ahead of placement of the stent? N/a,yes, no. 14. Was the patient¿s anatomy difficult or altered? Previous bypass, tortuous, calcified, altered, other if other, please specify: had a bypass distal to target location but nothing in iliacs. 15. Was resistance encountered when advancing the wire guide? N/a, yes, no nothing outside the normal scope of crossing the lesion and confirmed intraluminal location. 16. Was resistance encountered when advancing the delivery system to the target location? N/a, yes, no. 17. Was resistance encountered when deploying the stent? N/a, yes, no. 18. How did the physician deal with any resistance encountered? N/a. 19. Was the stent fully deployed in the patient before removing the delivery system? N/a, yes, no. 20. After deployment did the stent show signs of any of the following: compression, fracture, deformation, constraint, elongation, other if other please specify: no. 21. Was post-dilation performed after the placement of the stent? N/a,yes, no. 22. Did any portion of the device break off? N/a, yes, no. If yes please state what part: distal portion of stent broke off. 23. When did the device break? N/a, prep, advancement, deployment, withdrawal, after removal post dilation. 24. Thumbwheel only ¿ was the distal end of the stability sheath inside the access sheath? N/a, yes, no. 25. Thumbwheel only ¿ was the retraction sheet being held during deployment. N/a, yes, no. 26. Did the thumbwheel spin freely or rotate without stent release or without retracting the stent retraction sheath? N/a, yes, no. 27. If yes, was the stent partially deployed? N/a, yes, no. 28. If yes, was the partially deployed stent removed with the delivery system or was it deployed in the patient? N/a, removed, deployed. 29. If removed, did any part of the stent fracture during removal of the delivery system? N/a, yes, no. 30. Was the delivery system kinked or twisted during advancement or deployment? N/a, yes, no. 31. Please advise if and when any damage was observed on the; wire-guide n/a, yes, no. Prior to use, during use, post procedure delivery system n/a, yes, no. Prior to use, during use, post procedure. If yes, please specify (e.g. Kinked or twisted): 32. Did the patient require any additional procedures as a result of this event? N/a, yes, no had to angioplasty stent in proximal bypass. 33. What intervention (if any) was required? See above. 34. Was the secondary intervention performed during the same procedure as the device failure or was it scheduled for another day? N/a, same procedure, another day. 35. Were any other defects (other than the complaint issue) observed on the delivery system prior to return (e.g. Kink)? N/a, yes, no. 36. Please specify if yes. 37. What is the gpn of the complaint device? (B)(4). 38. What is the lot number of the complaint device? Unknown.